Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was giving her inaccurate high readings as compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that she manages her diabetes with the insulin pump and on (B)(6) 2012 at 1:30pm, she "bolused a total of 12units". Between 9:35pm and 9:40pm of the same day, the patient tested on the subject meter and reported a blood glucose result of "499mg/dl" on her lfs meter and "100mg/dl" on a prodigy meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied making any changes to her usual diabetes management routine in response to the reported issue. The same time that the alleged issue occurred, the patient claimed to have developed symptoms of being "shaky and dizzy". It is not known if the patient received any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the control solution test result fell within the acceptable range. Replacement products were sent to the patient. Although it is not known if the patient received any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. However, a secondary issue was noted. The meter was found to have a low/dead battery. The test strips were also requested back but has not been returned therefore, no conclusion can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.